Manufacturer narrative:
(B)(4). A visual inspection of the product involved in the complaint could not be conducted since the product or a picture of the defect was not provided. The device history record of batch number 74e2000904 that belong to catalog number a-6000-08lf (pe adult-ped dry/ wet lf) has been reviewed and no issues or discrepancies were found which could potentially be related to this complaint. No non-conformance reports were originated for the lot in question that can be associated to the complaint reported. DHR shows that the product was assembled and inspected according to our specifications. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
Multiple instances of pleur evacs leaking at self-sealing sample port connection site (red and blue connection).

Manufacturer narrative:
(B)(4). One unit of catalog number a-6000-08lf (pe adult-ped dry/ wet lf) lot 74h2002593 was received for analysis. Sample wasn't received in its original packaging with a corner broken. The ats "o" ring 154589 was inspected and no issues were observed. Sample was connected to source of air (tfm-0060 nlc09684) and ats connector were immersed into the water and no leak issues were detected. One unit of catalog number a-6000-08lf (pe adult-ped dry/ wet lf) lot 74h2002593 was received for analysis. Sample wasn't received in its original packaging with a corner broken. The ats "o" ring 154589 was inspected and no issues were observed. Sample was connected to source of air (tfm-0060 nlc09684) and ats connector were immersed into the water and no leak issues were detected. Customer complaint cannot be confirmed since no leaks were found on sample.

Event description:
Multiple instances of pleur evacs leaking at self-sealing sample port connection site (red and blue connection).